Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hemodialysis (hd) treatment resulting in blood loss. The machine alarmed appropriately with a air detector alarm. The bmt said that the machine has been returned to service after they replaced the blood pump rotor. A fresenius dialyzer and fresenius bloodlines were also in use. The patient¿s ebl was less than 10ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient chose not to complete treatment and ended ¿a few minutes early¿. There were no issues due to ending treatment early. The defective blood pump rotor was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hemodialysis (hd) treatment resulting in blood loss. The machine alarmed appropriately with a air detector alarm. The bmt said that the machine has been returned to service after they replaced the blood pump rotor. A fresenius dialyzer and fresenius bloodlines were also in use. The patient¿s ebl was less than 10ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient chose not to complete treatment and ended ¿a few minutes early¿. There were no issues due to ending treatment early. The defective blood pump rotor was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Corrected information: b3, d10.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hemodialysis (hd) treatment resulting in blood loss. The machine alarmed appropriately with a air detector alarm. The bmt said that the machine has been returned to service after they replaced the blood pump rotor. A fresenius dialyzer and fresenius bloodlines were also in use. The patient¿s ebl was less than 10ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient chose not to complete treatment and ended ¿a few minutes early¿. There were no issues due to ending treatment early. The defective blood pump rotor was reported to be available to be returned to the manufacturer for evaluation.